Manufacturer narrative:
The affected device was not returned back to nidek. Nidek field svc engineer (fse) contacted the facility and phone support was provided. The issue was resolved over the phone. Fse verified the complaint over the phone. Fse confirmed with the tech that during installation of the binoculars tech pulled on the eye pieces which resulted the misalignment of the eye pieces and the binoculars and thus caused the aiming out of focus. Fse instructed tech to align the eyepieces and the issue was resolved over the phone. At this time no pt has been affected and hence no pt info is available. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury of the malfunction were to recur.

Event description:
Nidek inc. Rec'd a complaint from a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 sn (B)(4). Aiming beam was out of focus when the oculars were set at the lower magnification. Aiming beam was in focus when the oculars were set at a higher magnification but the capsule was not visible. However doctor wanted to use the magnification at a higher settings. Even though doctor could treat the pts without incident or any injury at this time he requested nidek to check the laser.